Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final line of the homechoice cassette leaked. This occurred during priming of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. Continuous ambulatory peritoneal dialysis was discussed. Should additional relevant information become available, a supplemental report will be submitted.